Event description:
It was reported that after a supply change, the user¿s blood glucose rose and remained elevated, reaching a reported high of approximately 400 mg/dl for about 16 hours, and the device alerted for high glucose; the user performed a complete supply change and insulin delivery resumed as intended. Symptoms included hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear. It was concluded that the event was user-manageable with supply replacement and continued use of the system, with cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.